Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm2 locked up and was disabled but was still grasping tissue. Caller was able to remove instrument with following the recommended release practice. Power cycle was completed and arm2 was working as intended and case continued without error. Customer then called back to report that the error reoccurred. Technical support engineer (tse) suggested they disable arm2 to continue. Customer disabled the arm and continued with the remaining three arms. There was no reported injury.